Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The product was evaluated through manufacturing review and medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient began experiencing a rash and blisters approximately four (4) months following left knee arthroplasty. The patient was treated with topical creams, however, the patient is concerned that the condition is an allergic reaction to the metals used in knee components. No additional patient consequences have been reported.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen stemmed cemented precoat tibial component size 5. Catalog #: 00598004701 lot #: j7915953, nexgen articular surface size ef 10mm catalog #: 00596404010 lot #: 67120274, palacos bone cement mv + g 1x40 catalog #: 66031983 lot #: 73991560. G2 - report source - foreign: event occurred in canada. H6 - component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.